Event description:
During an atrial fibrillation alcoholisation of vein of marshall procedure, a dissection of a vein of coronary sinus was noticed with imaging followed by a tamponade that was diagnosed with echo. A pericardiocentesis was performed and 620ml of blood was drained. The device used for the alcoholisation of vein of marshall was the non-(B)(6) device (merit medical reference (B)(4) lot i3289902). The physician alleges the non-(B)(6) device (merit medical device) used for the alcoholisation was the only device used at the location of the vein dissection. There were no performance issues with any (B)(6) device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".